Event description:
Epidural infusion was discontinued per dr order. Noted amt of fluid left in medication bag was greater than amount that should have been left. Pt did not receive prescribed amount. Malfunction of deliverty despite rate setting. No pt injury sustained-pain control not met.